Event description:
A caller reported a cartridge alarm 20 that occurred during the load process. The issue resulted in a blood glucose level of 470 mg/dl. The customer took corrective action by administering a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. They provided instructions for using a backup therapy with mdi, updating the pump software, and returning the faulty pump after receiving a replacement with updated software. The customer acknowledged all instructions and was advised on how to proceed with the new equipment.